Manufacturer narrative:
Since the suspected device was not returned and serial no. Was not identified, we could not investigate manufacturing history records. Also it was impossible to find out exact cause. Perforation can occur by other company's device as well as ours. Also it can be affected by patient's lesion state, peristalsis of organs, and drug use. It is, however, hard to find out exact root cause for this complaint since the suspected device was not returned and it is difficult to reconstruct the situation at the time of procedure with limited information. It is regarded that perforation occurred by guide wire that entered into the chest cavity prior to stent insertion according to the complaint description in which stent was found in the chest cavity after stent insertion. It is considered as technical error rather than product defect or malfunction. We will continuously monitor whether similar or same complaint occurs.

Event description:
Est1808f was applied to very severe esophageal stenosis with strong curve. Physician had hard time having gw passed through the stenosis before est1808f was placed. Right after implantation, infused contrast agent confirmed that stent was actually placed into the chest cavity. This patient was immediately transferred to a university hospital and underwent emergency surgery (surgical stent removal and anastomosis).